Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6), 2019 getinge became aware of an issue with x-ten surgical light. As it was stated, the paint was chipping from light head. There was no injury reported however we decided to report the issue based on the potential and any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
It appeared that the issue reported under 9710055-2019-00314 report number is a duplicate of the issue reported under 9710055-2019-00258. Therefore, the issue is evaluated under 9710055-2019-00258.

Event description:
Manufacturer's reference number: (B)(4).